Event description:
Patient reported experiencing elevated blood glucose of >800 mg/dl. He indicated that he had been hospitalized for three and one-half days. Patient reported symptoms of dry mouth, tingly feet, and sluggishness. He stated that he administered two boluses, but his blood glucose level did not decrease. His normal blood glucose level is 70-200 mg/dl. At the hospital, he was treated with insulin drip and IV fluids. Patient switched to the backup device. His blood glucose is in the 200's mg/dl. Patient stated that this is normal for him. He indicated that he was unsure if the event was caused by the infusion device. Product was requested to be returned for evaluation.